Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a ventilator that failed an extended self-test (est) with diagnostic code 2130 (safety valve cannot open). No patient involvement.

Event description:
The customer reported a ventilator that failed an extended self-test (est) with diagnostic code 2130 (safety valve cannot open). No patient involvement/harm.